Event description:
Ultramist applicators, when applied to ultramist device, are not detected and result in error messages. The error messages does not allow applicator to be used and it is wasted. We currently have (2) applicators with this concern. One applicator shows error 200 -- replace applicator (this is a brand new applicator). The other applicator shows error 203 -- not reading applicator.